Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. System check was being performed by tandem customer technical support, however the customer declined further troubleshooting. Customer¿s blood glucose level was 300 mg/dl.